Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a superficial driveline repair on a unknown date. The site applied rescue tape was to the driveline. No further information was reported.

Manufacturer narrative:
Section b1, h1: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of superficial damage to the driveline outer jacket could not be confirmed through this evaluation; no photos of the driveline were available for review and no product was returned. It was reported that the patient presented with the almost the entire driveline reinforced with rescue tape. Per the vad coordinator, it was unknown when the damage occurred and the rescue tape was initially applied. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.